Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (224-350 mg/dl). A bolus was delivered and the bg dropped to 160 mg/dl. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. Reportedly, humalog was used in the cartridge and the customer changes the cartridge every 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer understood the information.